Event description:
It was reported that an ilet pump with serial number (B)(6) was damaged when it fell from the user¿s pocket, resulting in a disconnected screen and loss of attachment of the display component to the device; the user¿s blood glucose was 120 mg/dl, and the user confirmed availability of backup therapy. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included review of the event details, user education on shutting down the device, data sync guidance, and arrangement for device replacement and return of the damaged unit. Investigation of this case revealed physical damage to the device display consistent with user-reported drop impact. It was concluded that the event was due to accidental damage from impact, not a device malfunction, and that the replacement device would require standard setup with no data transfer from the damaged unit.